Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "intra and extra capsular rupture, pain, discomfort, capsular contracture" and "cyst and calcification" confirmed via mammogram and MRI. Healthcare professional later reported "baker iii". This record is for the left side. Device remains implanted.